Manufacturer narrative:
Additional information was received. Additional: h2. Correction: b4, g4, g7, h10. This device was moved from main product to associated product as the main product (ncb shaft plate, reported with MDR report number 0009613350-2020-00599) fractured. Please invalidate this case from your system. Zimmer gmbh will invalidate this case from the system. Zimmer reference number of this file is (B)(4).

Event description:
See h10.

Manufacturer narrative:
Additional information which was received on jan 7, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer did not receive any documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to periprosthetic fracture and subsequently underwent removal of the plate and im nailing of the humerus. The products will not be available for return. Contributing factors: surgeon reports poor bone stock in the revision operation so I think it is safe to assume she had osteoporosis. There were no signs of infection noted. No signs of callus noted so would be classed as a delayed union given it was only 5-6 weeks after the first operation I think its too early to call it a non-union.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to periprosthetic fracture.